Event description:
Suction hooked to bean bag, under patient, holds patient in place. If the bean bag deflates, the patient could fall off the table, or move. They had to pause surgery and hook up a new machine so the bean bag wouldn't deflate.